Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any finding relevant to this report.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptpms/ae: none. It was reported that, during a left superficial femoral artery stenting procedure, the fox sv device did not cross the lesion. There was a total occlusion and heavy calcification in the artery. The fox sv was re-delivered and engaged, but the balloon ruptured at 6 atm during the first inflation. Another fox sv was used to complete the stenting procedure. There was no adverse pt sequela. Though requested, no additional info was available.